Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was alarming for low leac co2 rebreathing risk when running on a test lung. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed the test set up and the customer stated that there was a whisper swivel at the test lung and the alarm would not clear. The rse advised that he should perform pvt and address any issues found. Investigation is ongoing.